Manufacturer narrative:
Title: transcatheter valve-in-valve tricuspid valve replacement via internal jugular and femoral approaches citation: the journal of thoracic and cardiovascular surgery (2014) 147(5):e64-5 (doi 10.1016/j.jtcvs.2013.12.072 ) authors: stephanie l. Mick, md, samir kapadia, md, murat tuzcu, md, and lars g. Svensson, md, phd. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that an (B)(6) year-old female patient had been implanted with a 27mm medtronic mosaic bioprosthetic valve in the tricuspid position. Seven years after the implant, an echocardiogram indicated an ejection fraction of 55%, mild tricuspid regurgitation, severe stenosis with subsequent peak gradient measurements of 20 mmhg with reversal of hepatic systolic flow. Subsequently, two non medtronic transcatheter bioprosthetic valves were implanted, valve-in-valve. No additional adverse patient effects were reported.

Event description:
Additional information received from the physician/author stated the valve did not directly contribute to the observed adverse events in any unusual way but it did deteriorate after seven years implanted. The patient's weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.